Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Emailed with one of the co-authors regarding the article. Referenced article: "an adaptive interval-based algorithm for withholding ICD therapy during sinus tachycardia." Pace; 2003. May, vol. 26: 1189-1201. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) model. The article describes databases of episodes. Some of the episodes are classified as inappropriate which could have received an inappropriate therapy (this was not stated). There are no statements about a specific patient receiving an inappropriate therapy. There is one statement in the introduction that refers to a patient (generally speaking, not specific) who gets inappropriate therapy. ¿inappropriate vt/vf therapy during sinus tachycardia is particularly distressing to the patient because st is predominately appropriate, asymptomatic, and cannot be terminated by the therapy¿. The status of the ICD is unknown. No further patient complications have been reported as a result of this event.